Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). Device manufacture date is unknown this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the rotations per minute (rpm) were below specification. It was further determined that the device failed pretest for cutter lock, rotational speed and safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report and has been updated as 1/9/2007. The UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.